Manufacturer narrative:
The concomitant device was added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to doctor due to skin reaction with the glue of the adhesive. The customer stated that he had two sensors that burnt his skin in the end of august and had blistering under the adhesive portion. The customer reported that he had low blood glucose levels of 3.1 mmol/l. The customer stated that they received a medical treatment as result of the site issue. The customer stated that the flovent worked for him. The customer was advised to not to use the sensors that caused site issues and replaced them out. Product is not expected to return.